Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable before, during and after reprogramming.